Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd scale mark syringe with luer-lok tip foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that a there was a small amount of liquid in the syringe after opening the packaging. Verbatim: reported issue: we had a syringe that was found to have an issue. Ma noted an unknown small amount of liquid in the syringe after opening the packaging. The packaging was intact and sealed before opening.

Event description:
It was reported while using bd scale mark syringe with luer-lok tip foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that a there was a small amount of liquid in the syringe after opening the packaging. Verbatim: reported issue: we had a syringe that was found to have an issue. Ma noted an unknown small amount of liquid in the syringe after opening the packaging. The packaging was intact and sealed before opening.

Manufacturer narrative:
H6: investigation summary since no samples (including photos) were returned for the reported issue of ¿foreign matter¿, the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1112295. All inspections and challenges were performed per applicable operations qc specifications. There were (0) notifications noted that pertained to the complaint.